Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after the glaucoma shunt implantation procedure,patient has had reduced corneal endothelial cell count. Surgeon said endothelial cell density loss accelerated after eye hit by tennis ball, and suggestion of centripetal extrusion of shunt.